Event description:
The customer tested her blood glucose using her breeze2 meter and received a reading of 200 mg/dl. She retested using another meter and received a reading of 55 mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide any additional product information. The test strips are to be returned for evaluation. Replacement tests strips and a new meter were sent to the customer.